Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date and blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. Customer states in the hospital they tried to deliver a bolus and they saw that the delivery was sluggish and they feel that the insulin pump was not delivering the right amount of insulin. Customer states they did a high pressure test but they did not have the clamp. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. The device was programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted. Device had minor scratched display window, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.